Event description:
It was reported that when the nurse attempted to remove the catheter, she felt resistance. Surgeon was called to remove catheter. Catheter broke upon removal. Distal portion (catheter tip) remains in pt at time of report. It was reported that fascial sutures were used with catheter and appeared stretched. Hospital is retaining device.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this incident was not available for eval and investigation. Without the actual product, a complete analysis cannot be conducted. I-flow was prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971 rev. B). The pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285 rev. C) and the directions for use (dfu 1304266, rev. F) contain a warning "6. Do not suture through catheter to avoid catheter breakage during removal." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.